Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with chest pain. Echocardiogram results revealed pericardial effusion due to right ventricular lead cardiac perforation. High capture threshold was also noted on the lead. Programming modifications were performed. No further intervention was reported. The patient¿s condition was stable.